Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump passed functional tests. The prime test could not be completed due to faulty force sensor relay. The insulin pump had intermittent button response during testing due to corroded keypad traces. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. The customer treated his low blood glucose level with glucose tablets. The customer's insulin pump had a nonresponsive keypad. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.